Event description:
(B)(4). It was reported the during a stenting treatment procedure, a vessel dissection occurred. In (B)(6) 2010, the patient was referred for cardiac catheterization. The 30mm x 2.75mm, 90% stenosed, target lesion was located in the proximal right coronary artery (rca) extending to the mid rca. The target lesion was treated with pre-dilatation and placement of a 2.75 x 38 mm promus element stent. Following deployment of the stent, exit dissection occurred. The dissection was treated with placement of a 2.75 x 16 mm promus element stent overlapping the previous stent. Following post dilatation, residual stenosis was 10%. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).